Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. As a result of the full break, functional testing for motion related issues cannot be performed. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: visual inspection was carried out as the instrument was used, there was no damage or anything out of the ordinary. There is a possibility that the instrument may have collided with any other instrument or tool during the procedure. There was no fragment fell inside of the patient¿s anatomy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the metal cable was torn and disconnected at the far end of the prograsp forceps instrument. The procedure was completed with no reported injury.